Event description:
Smith and nephew suture device opened and was found to be defective once out of packaging. Device was never used on patient and was removed from sterile field. Refer to additional documents in i2k.